Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced syncope and low heart rates. It was also reported that the right ventricular (rv) lead exhibited loss of capture on current electrograms (egm). No further patient complications have been reported as a result of this event.